Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. The pump was able to be turned on however, the pump touchscreen was unresponsive. The customer's blood glucose level was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown malfunction was verified. The alleged touchscreen malfunction could not be verified